Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
It was reported that a unknown leakage was detected on the pls oxygenator during procedure. Where the leakage was exactly located is unknown but suspected to be in the oxygenator that the blood leaked from the membrane and went into the hu35. The pls set an the hu35 was exchanged with a new one. The oxygenator will be send back for investigation. No harm to the patient was reported. (B)(4).

Event description:
Internal reference:(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The sample was investigated in the manufacturer laboratory on 2018-04-19. A pls-I was sent back. The sample was contaminated. The water side was very bloody. Oxygenator was cleaned with sodium hypochlorite. A leak test was performed on the blood side and water side. The blood side and the water side are leaking. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this tim since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.